Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. Prior to the start of the procedure, when the surgeon checked the device, it did not move properly. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, blood, body fluid and tissue were observed in duck bill housing, cable gear, belt and housing and between the inner and outer sheaths, and the drive tube. Also outer gasket was found to be in damaged condition. This indicates that the device had been used in a procedure. During the evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.